Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 417 mg/dl. The customer¿s blood glucose was 339 mg/dl at the time of the incident. The customer¿s current blood glucose was 292 mg/dl. The customer stated that when they got up this morning the blood glucose was at 110 mg/dl. The customer had muffin and a boiled egg. The customer checked it before lunch it was at 259 mg/dl. The customer¿s blood glucose was 269 mg/dl after lunch and the customer took insulin. Then the customer¿s blood glucose 252 mg/dl. The customer treated high blood glucose with insulin pump. Assisted with performing the high pressure test. Test was passed. The drive support cap was normal. The product was not returned for analysis.